Event description:
The initial reporter stated that the black wheel on the pump was not turning. No other information was provided. Mmdg did follow up with the initial reporter to obtain additional information. When asked if the complaint occurred during delivery or a visual inspection of the pump they stated "both". It is unclear if the pump failed to deliver or if something else was occuring. They did not provide any additional information about the patient and did not report any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.